Event description:
It was reported that patient enrolled in a clinical study underwent right total hip arthroplasty on an unknown date. Subsequently, a revision procedure was performed on (B)(6) 2009 due to infection and components were removed and replaced with cement spacers. The cement spacers were removed on (B)(6) 2009 and biomet femoral components and cables and competitor acetabular components were implanted. A subsequent revision procedure took place on (B)(6) 2009 due to recurrent infection where an irrigation and debridement was performed. All components were removed and replaced with cement spacers.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. There are warnings in the package insert that state that this type of event can occur: under adverse events, ¿infection: deep, early <1 year.¿ this report is number 4 of 7 mdrs filed for the same event (reference 1825034-2014-05757 / 05763).